Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date there is no confirmation of the treatment or outcome of the treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.

Event description:
Patient left a voice message stating she has been to numerous doctors has an eye infection the dr's cannot find out what the problem is. She says she has been back and forth to the dr's and has been given antibiotic drops, steroid drops. Attempts to contact the ecp have been made with no reply to date. This is being filed as an unconfirmed eye infection.